Event description:
Attorney advised patient underwent surgery for bilateral slipped capital femoral epiphysis and three 7.3mm cannulated screws were implanted. X-ray taken post-operative showed broken screws. No information was provided as to which screws broke or whether the screws have been removed.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the manufacture date without a lot number.